Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different events. This is the second of three reports. Refer to 8030647-2018-00009 for the first event. Refer to 8030647-2018-00033 for the third event. A report was received stating, "the flex from the double swivel to the circuit disconnected while on the patient." The clinicians were "trying to tape it on so it wouldn't fall off." When the disconnects occurs the patient gets no ventilation. Additional information received 22-jan-2018 stated the devices became loose, hours, days, and minutes immediately after connecting. There were no reported injuries.